Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a heavily calcified right common femoral artery (rcfa) using a prostyle device after an interventional dilatation of a corevalve using a 6f sheath. Reportedly, there was difficulty introducing the prostyle device into the artery. Many attempts were made without success. The physician noticed that the distal portion of the device where the foot of the device is located (at the distal to proximal guide junction) started to bend. The physician rotated the device "many times" in attempt to advance the prostyle device in the artery; however, the proximal guide separated from the distal guide (black sheath portion). The distal guide(black sheath portion) of the prostyle device remained in the artery. Access was obtained in the left common femoral artery (lcfa) and a snare was used to successfully retrieve and remove the black sheath portion of the prostyle device that was in the rcfa from the patient anatomy. The patient had bleeding and a hematoma in the rcfa. Manual arterial compression was applied to achieve hemostasis (stop the bleeding) in the rcfa. Reportedly, the hematoma "will take a few days to resolve". When attempting to close the heavily calcified access site in the lcfa with a prostyle device, a cuff miss [suture retrieval issue] was noticed. An attempt was made with another prostyle device; however, a cuff miss [suture retrieval issue] was also noticed. A non-abbott device was used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.